Event description:
A patient reported that their fasttake test strips were cut off center. Pt was not able to test with those test strips and kept getting the error 4 message on the meter. This error message was resolved when pt tested with a new vial of test strips. Pt did not have any symptoms and there was no medical intervention or treatment given. No further information has been reported.